Manufacturer narrative:
Based on the info provided, the cause of the reported event could not be determined. A review of the lhr was not possible as the lot number was not provided. However, product release at aci is contingent upon the successful completion of lot release testing and a documentation review by the quality department.

Event description:
It was reported to the aci sales professional that a pt underwent a peripheral diagnostic catheterization procedure (exact date of procedure and pt details not provided.) The aci sales professional was not informed whether the pt had received any peri-procedure anticoagulants. Access was obtained via a 5f sheath. The physician in training, chose the mynx device for closure. Hemostasis was successfully achieved and the pt was ambulated and discharged per hospital protocol. One week post procedure, the pt complained of pain and ecchymosis was observed in the groin area. Ultrasound confirmed a pseudoaneurysm (psa) which was successfully treated with thrombin injection. No further clinical sequelae were reported.